Event description:
Auto-immune pancreatitis, "serious" bone marrow depression, anemia, arthritis, decreased oxygen diffusion capacity lungs, lung nodules - multiple auto - immune phenomena following placement of silicone breast implants.